Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a diagnostic laparoscopy procedure, while using the harmonic scalpel blade hdh05, an instrument error was indicated on the generator. Upon removal of the instrument from the pt, it was noted that the tip of the blade was cracked and subsequently broke off. No adverse complications were noted. A new blade was introduced and the harmonic scalpel worked properly. There was no pt consequence.